Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was found that the atrial lead was no longer capturing and the pacing lead impedance was high. Dislodgement was confirmed. The lead was capped (B)(6) 2021 and replaced. The patient was stable.